Event description:
PICC nurse inserted the line without difficulty. Good blood return was observed, and both ports flushed easily. The line was placed in the right basilic vein to 35cm. Placement was confirmed via x-ray. The pt developed thrombus two days later in the basilic, axillary and subclavian veins on the right side.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.